Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2021, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding an implantable neurostimulator (ins). It was reported that the patient had an MRI done but did not put the device into MRI safe mode, so they left the bilateral stimulators turned on and when they started the MRI the patient experience pain down her left leg and in her vaginal region. The patient pushed the stop button and they immediately stopped the MRI. When the patient called yesterday the manufacturer representative (rep) explained to them how to turn the device into MRI safe mode. They confirmed they had the interstim manual but did not read it to its entirety. Both interstim devices are on and working normally. Patient said the pain stopped once the MRI was stopped. They also said they had no pain and it did not cause any sort of trauma.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.